Event description:
It was reported via a medwatch report that a sedated pt sustained burns on his elbows after an mr shoulder scan with a 1.5t signa hdx. The pts' arms were strapped to his side with restraints. The pt was padded away from the bore. The pt complained of aching in his elbows after the scan was completed. The pt received first aid treatment from a nurse and then was evaluated by a physician for treatment of the burns. No further information regarding medical treatment was provided. The pt sustained an area of redness measuring 4cm x 5cm on his right elbow with a blister size of 2cm x 2.5cm, and he also sustained an area of redness measuring 6cm x 5cm on his left elbow with a blister size of 2cm x 2.5cm. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Pt identifier and weight were not provided.